Event description:
The customer reported that both hard drives for the central nurse's station (cns) failed, causing the cns to stop monitoring bedside monitors (bsms).

Manufacturer narrative:
Details of the complaint on (B)(6) 2020, customer at (B)(6) hospital reported the cns (pu-621ra sn: (B)(6) ) experienced a failure of both hard drives. The unit was initially receiving "hdd port 0" error message. After replacing the hard drive from slot 0 with the one from slot 1, the cns was unable to load software. The hard drive status showed both red (bad). Service requested/performed nka technical support (ts) assisted with exchange of hard drives investigation result: the root cause is determined to be failure of the cns hard drives. The overall risk, as determined from the product of probability (rare) and severity (major), is determined to be medium. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA. Additional device information: d11 & c2 the following devices were used in conjunction with the cns. Bedside monitors. Model #: ni. S/n: ni. Approximate age of the device: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Manufacturer narrative:
The customer reported that both hard drives for the central nurse's station (cns) failed, causing the cns to stop monitoring bedside monitors (bsms). The customer attempted a hard drive swap but still could not load the software. Nihon kohden technical support (nk ts) sent the customer two replacement hard drives, but the customer was still receiving error messages when attempting to open the cns software. After troubleshooting, the hdd configuration was assessed to be incorrect. The customer is deciding whether he wants to send the defective replacement hdd in for repair, or have another configured hdd sent to him. The customer will use a consignment cns in place of the defective cns in the meantime to monitor patients. Nk ts is waiting for the customer to return the defective hdd(s). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were used in conjunction with the cns. Bedside monitors: model #: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that both hard drives for the central nurse's station (cns) failed, causing the cns to stop monitoring bedside monitors (bsms).